Event description:
A male pt underwent a coronary catheterization performed through a 6 french procedural sheath placed in the common femoral artery. A mynx vascular closure device was used at the end of the catheterization procedure to achieve access site hemostasis. The pt's blood pressure at time of mynx deployment was 165/93. Following successful deployment of the mynx, the pt developed a hematoma, distal and medial to the access site, which the operator believed to be pre-existing prior to mynx deployment. The pt was diagnosed with a pseudoaneurysm (size unk), which was surgically repaired. No other info was provided.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. Based on the info provided, the root cause of the reported incident is unk and there is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU).